Manufacturer narrative:
B5; additional information received: it was confirmed that endurant iis and limbs successfully excluded the aneurysm and the cause of death was not due to any medtronic products or stent grafts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted, during the emergent endovascular treatment of a ruptured 83mm aaa. It was reported, that during the index procedure. The physician decided to implant an endurant cuff (28x28x49) to pick up 3-4mm more of seal below the right renal artery, which was implanted without any issues. When removing the delivery system, it was observed, that the tapered tip was missing off the wire. Once the delivery system was removed, the taper tip was quickly located under fluoroscopy just outside the edge of the 18f sentrant sheath. A cut down had been performed on the right femoral artery. So the physician, decided to withdraw the 18f sentrant sheath. And in doing so, the tapered tip nose cone also began to withdraw. Once the tapered tip nose cone was visible just outside the patients right femoral artery, the physician secured its removal with a hemostat. Upon the removal, it was clear, that all components with the spindle tube, spindle, inner member, sleeve and tapered tip had all been separated as one piece from the remainder of the delivery system. We finished the case without any other issues. It was reported, the patient expired one day post the index procedure. In reference to the cause of the detached taper tip the physician noted, that it never felt as though anything ever seemed to be stuck or tough to remove and was smooth throughout. The cause of death was, due to complications post the aneurysm rupture.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the device returned with the external slider and backend wheel in the home position. The taper tip assembly had detached. The detached tubing length was measured at 109.1cm and the treated backend measured 5.9cm. A kink and spiral separation was observed to the spiral tubing. There was no deformation observed to the taper tip. The handle was disassembled, and the backend t-tube removed. Glue was visible in the portholes and along the backend t-tube under ultraviolet light. A number of small voids were visible in the glue. The reported detachment in-vivo was confirmed through analysis. Rulers cal # 1217135 and 803523 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.